Event description:
A surgeon submitted data for an outcome analysis following lasik surgery. During a review of that data, this patient was found to have experienced a decrease in bcva in the left eye at the 6-month post-op exam. Although the patient's bcva was 20/25 at 3-months post-op, the surgeon performed an enhancement to improve uncorrected visual acuity. Three months later this patient's bcva was 20/40.